Event description:
It was reported that the device was explanted after an implant duration of 71 months. Reportedly, the device failed. No other details were provided.

Manufacturer narrative:
Device not returned.